Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated ¿alert 60 ¿ ble board communication error¿ alarms during training and required device restarts, which was addressed by arranging a device replacement to maintain therapy continuity. No reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no interruption of essential therapy and no hospitalization. The device was returned for investigation. Preliminary investigation of this case revealed a suspected internal bluetooth communication board malfunction consistent with the reported restart alarms, aligning with prior occurrences of similar communication faults. The alert was able to be confirmed with alert 60 remaining active on the device upon return. The device was not flagged for any ipx8 leaks after a retest and troubleshooting determined the u4 chip on the hoverboard to be faulty.